Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose and insulin pump had critical pump error. The customer blood glucose level was 406 mg/dl at the time of incident. And the current blood glucose of the patient is 364 mg/dl. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and a broken force sensor due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or connect sensor due to critical pump error. Insulin pump received with corroded electronic assemblies and corroded motor home switch.